Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gb634r - acculan 3ti drill attachm.jacobs keyless. According to the complaint description, the device broke during surgery. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d9 - no product return. Investigation: as of the date of this report the complaint product was not provided for investigation. Several pictures were provided. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level ((6)10 severity x (3)10 probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: an investigation based on the provided pictures is not possible. We suspect a handling related error. It is possible that the fall/impact occurred while a drill was clamped in the jaw chuck, resulting in a stress situation. Due to the fall/impact, the jaw chuck broke in half as a result. There is no indication for a systematical error based on the market surveillance. According to tour database, the product was distributed in may 2020. A repair/maintenance has not been registered since that date. According to the corresponding instructions for use (IFU), a maintenance should take place at least once per year. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon th einvestigation results, a CAPA was not required.